Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle pushed stopper material into the medication vial. This occurred with 5 different needles during use. The following information was provided by the initial reporter, translated from (B)(6): "when using the aspiration needle to manipulate chemotherapy medication, this one pushed a ¿stopper¿ into the medication. In addition to this fact, the cut that the needle causes when perforating the membrane makes its use unfeasible for other patients, as the medication membrane does not recycle after the perforation."

Event description:
It was reported that the bd¿ blunt fill needle pushed stopper material into the medication vial. This occurred with 5 different needles during use. The following information was provided by the initial reporter, translated from portuguese: "when using the 25x12 aspiration needle to manipulate chemotherapy medication, this one pushed a ¿stopper¿ into the medication. In addition to this fact, the cut that the needle causes when perforating the membrane makes its use unfeasible for other patients, as the medication membrane does not recycle after the perforation."

Manufacturer narrative:
After additional information and further review this report, MFR#:3003916417-2021-00398, had been determined to be a duplicate of MFR#:3003916417-2021-00205. As a result this report is cancelled and MFR#:3003916417-2021-00398 should be considered null and void.